Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information indicating that the cause of the impedance issue was not determined and no contributing factors were identified. The issue has not been resolved, and no further action will be taken. The prior battery replacement was due to normal battery depletion, impedance status for the previous battery could not be assessed because it was already depleted pre-operatively, and the information was confirmed and provided by the physician.

Event description:
It was reported that impedance complications showing investigate on contact 0 intra-operative after replacing implantable neurostimulator (ins) . Impedances were not checked in pre-op due to battery depletion. Attempted troubleshooting, including repositioning the lead into the bottom port to try to clear the issue, but the result persisted. Hcp elected to leave the lead in the bottom port to avoid potential damage. Per previous programming settings and hcp request, the patient was programmed to 8+, 10-, 11- at 2.0 ma, 130 s, and 195 hz, with a range of 0.0¿3.0 ma. The patient awoke without side effects and reported feeling well. The patient¿s daughter will call to schedule a follow-up programming appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.